Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-apr-2022 to 19-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that technical support specialist observed that the application was not launching. Database error causing an app crash. Uninstalled 3 installs of kb5033688 and then rebooted station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system med app was not working, an unexpected error occurred. 'Cannot open database "dsclientoltp'. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device displays database error. Technical support specialist uninstalling knowledge base and rebooted station,resolves database recovery pending issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system displays database error causing app crash. No patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.